Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer had received a high reading on his blood glucose meter and then administered three to four times the amount of insulin he should have based on this reading. The consumer went to the hospital where they gave him medicine to counteract the insulin he had taken. During the call, it was discovered that the consumer does not control solution tested the vial of test strips as stated in our directions for use. The meter and the test strips in question will be returned for eval.